Event description:
It was reported that the lead had high thresholds. Follow up information also provided that the lead had varying thresholds measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.